Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a malfunction alarm occurred. The customer's blood glucose was between 280-300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.